Manufacturer narrative:
The investigation determined that discordant, higher than expected results when comparing vitros immunodiagnostics products hs troponin I (hstni) results obtained from a patient sample to results obtained using vitros troponin I reagent on a vitros xt 7600 integrated system. The assignable cause of the higher than expected vitros hstni results could not be determined. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high sensitivity troponin I (hstni). Results obtained using the vitros hstni assay were compared to results generated by the currently in use vitros troponin I es assay as part of routine verification activities. As vitros hstni is a high sensitive assay, it is analytically designed to detect lower concentrations of troponin I than the existing assay and potentially enabling earlier detection of cardiac injury. Therefore, it is possible that results between the vitros hstni and tropi es assays will not always be concordant. The ortho field application specialist (fas) was onsite performing validation of the vitros hstni assay which was not yet in use in the customers laboratory. As part of the validation process, the ortho fas ensures that the vitros hstni assay is performing as intended on the vitros 5600 integrated system prior to the patient correlation study. Quality control (qc) results must be acceptable, or the fas would not progress with the validation. Therefore, it is not likely that an issue with the vitros xt7600 analyzer contributed to the event. As this testing was performed as for introduction of a new assay, there was no historical quality control (qc) for review of the vitros hstni reagent lot 0021 performance. Continual track and trending has identified an increase in vitros hstni us complaints. Pqi0005793 has been created for further investigation. The sample type was plasma and fas has confirmed samples were not hemolyzed, icteric or turbid. The samples were collected and tested the same day for vitros troponin I es and then immediately placed in freezer until correlation study performed by fas. No details were provided on pre-analytical handing at initial draw and after sample was thawed and processed for correlation. Therefore, pre-analytical sample handling could have contributed to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected results when comparing vitros immunodiagnostics products hs troponin I (hstni) results obtained from a patient sample to results obtained using vitros troponin I reagent on a vitros xt 7600 integrated system. M00019 hstni = 213.3 ng/l (>male 99th percentile url) versus tropi es =0.013 ng/ml (<url) a consultation with quidelortho medical safety officer, this result is reportable indicated the following: sample m00019: a sample from a male patient diagnosed with "calc of kidney" had a vitros hstni result of 213.3 ng/l compared with a vitros I es result of 0.013 ng/ml. The vitros hstni is exceeds five times the 99th percentile url, which is considered a positive predictive value for acute myocardial infarction (ami) according to the 2023 esc guideline on the management of acute coronary syndrome, while the troponin I es result was negative - result is around the detectability limit of the assay. The diagnosis of acute myocardial infarction requires interpretation of troponin results in conjunction with the patient's clinical history (evidence of acute myocardial ischemia), risk factors, electrocardiogram (ECG) findings, and findings from other less invasive investigations. The markedly elevated hstni may be deemed positive for ami with potential for erroneous diagnosis. Such patients may be admitted for further work-up or preemptively treated with anticoagulants. In this case, the results were obtained during a correlation study, and the results were not reported outside the laboratory, the risk of serious injury is unlikely. However, under unusual circumstances if this were to recur, a falsely high hstni result at this magnitude could result in unnecessary investigation, such as cardiac angiography and treatment for acute myocardial infarction, potentially leading to worsening clinical outcomes with serious or long-term sequelae. Serious patient injury, while remote, is possible. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros hstni results were not reported from the laboratory. The data provided were generated as part of a correlation study conducted to support the laboratory introduction of a new assay, vitros high sensitivity troponin I (hstni). There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).